Event description:
Subsequent to the reported information, it was further reported that on 13-jul-2023 the two clips were implanted without complication. On (B)(6) 2023 the patient was admitted to the hospital due heart failure. Echocardiography was performed and observed the single leaflet device attachment (slda), resulting in a leaflet tear and mr increasing to a grade of 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda associated with the clip detaching from the posterior leaflet per the physician is related to patient morphology/pathology and due to myxomatous mitral valve leaflets. Unspecified tissue injury (leaflet tear) and mitral valve insufficiency/ regurgitation resulting in heart failure appear to be due to the slda. Tissue damage, mitral regurgitation and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a incomplete coaptation. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with a frail prolapsed posterior leaflet, and a myxomatous mitral valve. Two clips were successfully implanted, and the procedure was concluded with a resulting mr of grade 1. On (B)(6) 2023 the patient was admitted to the hospital with heart failure symptoms, recurrent mr grade 3-4, and a single leaflet device attachment (slda) was noted. One of the previously implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Due to the slda, the posterior leaflet was noted to be torn. In the treating physician's opinion, the slda was due to the patient's anatomy. No further treatment has been provided at this time. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.